Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no vacuum and no ultrasound during surgery. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was not able to replicate the reported events. The company service representative tested vacuum, voltage, frequency, and ultrasound cycle tests. The system functioned as intended. The system was manufactured on march 29, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).